Event description:
Per the clinic, the patient experienced limited benefit from the device. The patient also experienced episodic vertigo three months post-implantation. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced vertigo and nausea approximately six months after the initial implantation (specific date not reported). The patient was subsequently treated with antibiotic injection (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.